Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the tome was not oriented correctly when it came out of the scope. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the distal tip was cracked/split".

Manufacturer narrative:
Other - (not oriented correctly). From a visual evaluation, it was found that the distal tip was twisted and the tip was cracked/ split. Investigating the cannulating orientation of the device by inserting the device into the scope, it was found that the initial tip orientation was approximately near 1:00 pm (1 o 'clock positon) which meets the orientation product specification of between 9:00 am and 2:00 pm. Also, the tip orientation could be adjusted left or right by rotating the handle. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum. The condition of the returned unit was consistent with the complaint incident that the orientation of the tome was at the 1 o 'clock position. The most probable root cause is "operational context". A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).